Manufacturer narrative:
Tw ID (B)(4) the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoviewhempro vh-3500 wire came loose but didn't detach from device. There was a small procedural delay to change to a new device. There were no patient issues.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory on 04/24/2024. An investigation was conducted on 05/01/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood and charred material were observed. The heater wire and gray silicone insulation of both the hot and cold jaws were observed to be intact with no visual defects. The c-ring was observed to be cut in half longitudinally with signs of melting near the flanking curved areas. The scope wash tubing and retention rib remained attached to the cannula. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. The c-ring wire was observed to be bent, causing the c-ring to come straight out of the cannula, rather than at an angle. Based on the returned condition of the device, the reported failure "material twisted/bent; wire" was not confirmed, however the analyzed failures "break; c-ring" and "material deformation; c-ring" were confirmed. Specific actions for the analyzed failure mode break; c-ring are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000376542 history record review was completed. There was an ncmr , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is a relation between the batch manufacturing process and the reported failure.

Event description:
N/a